Event description:
Screw backed out of the proximal humerus plate; two weeks post operatively, two locking screws disengaged from the plate causing loss of reduction. The surgeon felt the screws were securing the plate and does not plan to revise. Patient received shoulder immobilization and protected range of motion until fracture heals. This is one of two reports for this issue.

Manufacturer narrative:
Additional info was requested; however, info was not provided on returned questionnaire. Synthes is unable to determine manufacturer and manufacture date without a part number and lot number. The investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Synthes is unable to determine 510k/PMA without a part number or lot number.